Event description:
Spontaneous: pt reports that cadd legacy pump serial number (B)(4) is alarming for "no disposable, pump won't run" and earlier today it alarmed for "no disposable, clamp tubing" but that error resolved previously. Pt tried cassette on back up pump and received same error. Instructed pt to mix a new cassette and try that pt mixed new cassette, however was not able to get pump serial number (B)(4) to start infusing again. Pt attached new cassette to back up pump and resumed infusion with no error. Unsure if first attempt on pump serial number (B)(4) was a true malfunction or user error but pt would like replacement pump sent. Unable to provide lot number associated with the malfunctioning cassette, also sending replacement. No other information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.